Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented at a follow-up in-clinic, right ventricular lead noise was observed. The noise was reproducible with isometric. Programming changes were made and the patient remained asymptomatic.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the right ventricular lead was extracted and replaced due to the lead noise. During extraction it was noted that the noise was cause by clavicular crush. The patient was discharged after the procedure.